Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument was found to have broken conductor wire.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use, and nothing was out of the ordinary. The surgeon was grasping when the issue occurred. There was no loss of cautery and there were no signs of thermal damage at the broken wire. No arcing was observed. There was no collision with another instrument or tool during the procedure and no fragment fell into the patient. The instrument is not available to be returned back to isi. There are no images or video recordings for isi to review. No patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.